Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were cracks on the insulin pump's battery compartment; he has to hold the battery cap on with tape. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage to the pump. The customer stated that the pump was dropped about six or seven months ago, and the battery compartment was damaged as a result. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.